Manufacturer narrative:
Results: a pipe cleaner was inserted into the penumbra system aspiration pump max 110v (pump max) vacuum port and blood was observed to be inside the pump. Conclusions: evaluation of the returned device confirmed that blood was inside the pump max. If the aspiration tubing is connected directly to the vacuum inlet rather than the canister supplied by penumbra, blood will likely enter the pump assembly. The pump max was not functionally tested due to the returned condition. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the interventional radiology technologist (ir tech) inadvertently connected the penumbra aspiration tubing (tubing) directly to the pump max instead of to the canister. Consequently, blood entered the pump max when aspiration was initiated. Although, blood entered the pump max, the physician was able to successfully complete the procedure using the same pump max. There was no report of an adverse effect to the patient.